Manufacturer narrative:
(B)(4). Per the sales rep the separated catheter tip was removed during a separate surgical intervention. There was no harm to the patient. The sales rep also stated the reported issue was due to user error/technique. The sales rep and teleflex clinical staff returned to the hospital to perform an in-service with the customer. The sales rep stated the customer confirmed they will now follow the recommended technique.

Event description:
The customer reports "placement of arrow edc 8cm unsuccessful. 1.5cm severed noted upon removal after unsuccessful placement. Severed catheter tip noted in subcutaneous tissue on ultrasound. Dr. (B)(6) notified. Pt viss and no signs of respiratory distress. After discussion with the inserter, it appears as though the inserter cannulated the vessel, advanced the guidewire, did not confirm needle tip and wire was inside vessel, attempted to advance catheter and inserter met resistance. Inserter pulled catheter back over needle, and sheared the catheter". There was no reported harm to the patient. Intervention - the separated catheter tip was removed during a separate surgical intervention.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this product cautions against forcing the catheter if resistance is encountered during advancement. The IFU also cautions not to attempt to advance the needle back into the catheter after the catheter is partially threaded off the needle to reduce the risk of damage to the catheter. The IFU warns that if resistance is met, excessive force should not be applied when removing the needle/guidewire and that the system should be removed as a unit. Based on the customer's description of events it was determined that the IFU was not followed during the procedure. Therefore, user error caused or contributed to this event. A customer in-service has been initiated to further investigate this issue.

Event description:
The customer reports "placement of arrow edc 8cm unsuccessful. 1.5cm severed noted upon removal after unsuccessful placement. Severed catheter tip noted in subcutaneous tissue on ultrasound. Dr. (B)(6) notified. Pt viss and no signs of respiratory distress. After discussion with the inserter, it appears as though the inserter cannulated the vessel, advanced the guidewire, did not confirm needle tip and wire was inside vessel, attempted to advance catheter and inserter met resistance. Inserter pulled catheter back over needle, and sheared the catheter". There was no reported harm to the patient. Intervention - the separated catheter tip was removed during a separate surgical intervention.